Event description:
Bd insyte autogard safety IV catheter--the catheters needle did not full retract into the protective sheath, thus allowing for a potential needle stick. The employee notice that the needle did not fully retract and thus averted a possible needle stick. The hospital has maintained possession of the used catheter enclosed in a sealed test tube. It is available if MFR desires it.